Event description:
It was reported that the patient underwent a posterior approach fusion of l4-5 and l5-s1 using rhbmp-2/acs mixed with autograft, placing rhbmp-2 on multiple levels, and by using a cage. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2006 the patient underwent: lumbar laminectomy, medial facetectomy decompression, l4, l5 and s1. Transverse lumbar interbody fusion using peek interbody mechanical at l4-5, l5-s1, augmented with bone morphogenic protein. Implantation of interbody biomechanical device, l4-5, l5-s1. Posterior lateral lumbar fusion, l4, l5 and s1. Posterior segmental spinal instrumentation using titanium pedicle screws. Harvesting of local bone for autograft. Preoperative diagnosis: lumbar degenerative disc disease, facet arthrosis, stenosis, radiculopathy. Per op notes: ¿end plates were prepared with end plate scraper. A #11 size was selected was selected for l4-5. A small piece of bone morphogenic protein collagen sponge was placed in the anterior vertebral body area. A 11mm peek cage was filled with bone morphogenic protein sponge and impacted into position. It was rotated...after completion of the posterior segmental pedicle screw instrumentation, the transverse process at l4, l5 and the sacral ala were decorticated, initially on the right side and then on the left. The previous bone graft mixture augmented with the autologous growth factor and bone morphogenic protein was hand packed directly over the decorticated bone. This was done bilaterally.¿

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.